Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that she was hospitalized due to allergic reaction caused by the medication she took for diabetes on unknown date with blood glucose was unknown at the time of hospitalization. Customer¿s blood glucose level was 380 mg/dl. Customer stated that trying to rewind the insulin pump. The insulin pump will not be returned for analysis.